Event description:
The patient was implanted with a left ventricular assist device. The hospital reported that the outflow bend relief was not apparently engaged during support. The patient remained an inpatient with failure to thrive and expired.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.